Event description:
The customer requested, a reprocessing in-service training. During the training, the ess (endoscopy support specialist) observed, a deviation from the manual cleaning process. The user facility staff was not utilizing a wall suction source for bronchofibervideoscope manual cleaning steps. No patient infections or injuries reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Based on the results of the investigation, at the in-service, olympus staff confirmed that customer do not use suction source for manual cleaning steps at the facility. Olympus presume that it is misuse of the customer by deviation from the instruction manual. As a result of confirming the contents of the instruction manual of bf-uc190f about reprocessing, reprocessing method using suction pump is described in the item below. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.